Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 2020-09-22. Investigation summary a device history record review was performed for provided lot number 8304508 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, foreign matter was found embedded into the syringe tip. The embedded particles were produced during the injection molding process. Due to the high temperatures used in the process, burnt pieces of syringe may result in the mold cavity if the gases are not properly expelled. This is a cosmetic defect only and has no risk to the health of the patient as the piece is embedded without the possibility of detachment. Based on the preventive measures in place, we are confident this was an isolated incident was a low chance of recurrence.

Event description:
It was reported that 605 syringes 5ml emerald bns were found contaminated with foreign matter before use. The following information was provided by the initial reporter, translated from french to english: "605 parts were discarded due to contamination on the proximal part of the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 605 syringes 5 ml emerald bns were found contaminated with foreign matter before use. The following information was provided by the initial reporter, translated from french to english: "605 parts were discarded due to contamination on the proximal part of the syringe."